Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities..

Event description:
We became aware on (B)(6) 2024 that a sign im nail implanted to repair a fracture had to be removed due to infection.